Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00033-1 / 00520). Not returned by attorney.

Event description:
It was reported by patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2009 and an initial left hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a left hip revision on (B)(6) 2015 due to an alleged failed hip system and pain. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative notes noted shell had loosened and malrotated, soft tissue reaction to metal-on-metal articulation, pseudotumor and metallosis. During the procedure, the head and acetabular components were removed and replaced. It was further noted that the procedure was completed with a 1 centimeter discrepancy in leg length.